Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for analysis.

Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility foreign material was found on the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.